Manufacturer narrative:
Follow-up #1 date of submission 06/07/2016-product analysis:the device was returned and evaluated by product analysis on 05/20/2016 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a related issue. Review showed the last basal delivery occurred on (B)(6) 2016 at 15:02. Basal delivery was interrupted due a power interruption from (B)(6) 2016 23:32 to (B)(6) 2016 13:17. An active 0.00 unit/hour temporary basal program was set from (B)(6) 2016 12:50 until (B)(6) 2016 19:50. The black box and continuous glucose monitor (cgm) history show multiple ¿cs213¿ alarms: blood glucose above user limit warnings. Review of user setting show cgm high limit alert was enabled and set to 200mg/dl with 0-minute snooze time. The total daily dose was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. All deliveries performed during investigation were successfully recorded in the pump history. The pump successfully paired with a test transmitter and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced. The pump appropriately alarmed for a cs 213 alarm when appropriate conditions were simulated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 04/24/2016, the reporter contacted animas alleging the patient's blood glucose (bg) on (B)(6) 2016 was 260 mg/dl with moderate ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, it was reported that the pump did not appropriately alarm for a high bg reading from the continuous glucose monitor (cgm). The patient is instructed not to dose off of cgm readings and to monitor bg regularly via a bg meter. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.